Event description:
Hcp reported the pump was removed for "battery depletion not related to end of life pump". The patient may have methicillin-resistant staph. The pump was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.